Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they received power supply test failed during self-test. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer = black. Customer returned pump for alleged pump error 75 alarms found on (B)(6) 2022. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. No unexpected pump error 75 alarms noted during testing and a review reveals that on (B)(6) 2021 there were two pump error 75 alarms at 06:41 and 06:44 followed by one (1) pump error 53 (line number 3041 file number 26) alarm and one (1) pump error 4 (line number 2727 file number 132122) at 06:45 due to a hardware error, fault isolated to the electronic assembly. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and the battery tube power connector is properly connected to j7/pcb 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, serial number label missing, stained keypad overlay, and pillowing keypad overlay. Pump error 75, pump error 53, and pump error 4 alarms are confirmed, isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.